Event description:
The customer contact reported a crack in the semi-rigid adapter of the clave secondary port; subsequently, a leak was noted. At an unspecified time, the primary tubing set was being used to deliver an unspecified volume of lactated ringers, at an unspecified keep vein open (kvo) rate, via a plum pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a delivery of an unspecified concentration of cefazolin. At an unspecified time after the piggyback delivery was completed, the secondary tubing set was disconnected from the clave secondary port. After an unspecified length of time, the staff noted that the pump was wet. At this time, it was reported that an unspecified volume of solution leaked from a crack in the semi-rigid adapter of the clave secondary port on the cassette of the clave secondary port on the cassette of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.